Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens (lal, sn (B)(6), +19.50d) on (B)(6) 2022. The patient did not complete the required lock-in treatments and did not return to the clinic for approximately 20 months. Approximately 2 years and 7 months after implantation, the patient's lal was explanted due to blurry vision and clinical observations indicating likely zone formation.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections d9, h3 and h6. The explanted lal was returned to rxsight. A visual inspection was performed and no anomalies were noted. Results of additional analysis are pending.